Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was experiencing high blood glucose, her daughter called the ambulance and she was taken to the hospital. The insulin pump was disconnected at the hospital and she was given an insulin pen to treat. The customer stated she went bed with blood glucose around 500 mg/dl and when she woke up in the morning it was still at 500 mg/dl. Blood glucose value at the time of the incident was 525 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles and no insulin leak was found. Customer was unable to verify the settings. Insulin pump passed the high pressure test. The customer will make an appointment with her endocrinologist to verify if the settings sure accurate and if any adjustments need to be done.